Event description:
Customer took a blood glucose test at 8:30pm and received a result of 115mg/dl. The customer bottomed out and paramedics were called. At 9:10pm emt's tested and received a result of 51mg/dl. The customer was given an IV and taken to the hospital and given food to eat. When pt arrived at the hospital their blood glucose was over 100mg/dl. A request was made for the return of the suspect device and replacement product was sent.